Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and out of axial alignment, which did not allow for the insertion of the cutter device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out bearings from normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a craniotomy surgery for a tumor, it was observed that the attachment device would not load the drill bit device correctly. There were no delays to the surgical procedure as an identical spare device was available for use. The procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.